Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a fracture of the mandible and was implanted with plate and screws on (B)(6) 2012, a mandibular midline surgical orif. The next day (B)(6) 2012 emergency surgery was performed, the patients midline mutated and or transfer of the patients midline. During the re operation surgeon used another plate and screws. Before performing the drilling surgeon checked the drill and it was intermittent and moving slightly. After removing the end cap of the drill it was found dirty. The drill bit attached was found to be dull and surgeon selected another drill bit. Surgeon removed the screws; however 7 screws could not be inserted, with surgeon then removing the plate. Surgeon selected another plate and locking screws. One of the 8mm locking screws did not seat into the plate. Surgeon used an emergency screw instead. Procedure was completed.this is 4 of 6 reports for this event.